Event description:
Following a ptca procedure, an angio-seal device was positioned for placement in a pt's common femoral artery (cfa). The physician placement without difficulty; however, as he pulled vertical to deploy the device pulled out. The suture and collagen were removed intact with the rest of the device, but the device anchor remained in the pt. Hemostasis was achieved with manual pressure. The pt's pulses were noted to be 2+ following this experience, circulation continued to be present, and there was no hematoma noted (although slight ecchymosis was observed the day following the procedure). The pt was discharged home and has had no further reported sequelae.